Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a separation at the adaptor component of the transfer set from the silicone tubing, resulting in a leak. The transfer set was replaced the same day. Subsequently four days later the patient developed peritonitis. The cause of the separation was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and fortaz (no further details) for the event. At the time of this report, the patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.